Event description:
Caller reported intermittent occlusion alarms resulting in a visit to the emergency room on (B)(6) and subsequent hospitalization in the intensive care unit. The customer's blood glucose level reached 700 mg/dl with elevated ketones that were deemed dangerous. Medical treatment included intravenous fluids and insulin, which resolved the issue, and no permanent damage was identified. Multiple attempts were made to obtained the hospital release date, but no response was received. A replacement pump was sent due to ongoing occlusion issues not resolving.